Manufacturer narrative:
The console (aic) was returned for evaluation. Upon visual inspection of the console, cracks were identified around aic io panel. No internal damage was found. The cause of the damage to the console rear housing was likely due to mishandling of the console. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was damaged during shipping. The side was cracked. No patient involvement.